Event description:
It was reported that during a meniscal repair the first implant (yellow toggle) broke on insertion. The device was not retrieved or secured in the pt. The surgeon utilized another ar-4500 to complete the case. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and eval is in progress. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is use of excessive force when meeting resistance in passing the trocar through the meniscus. Excessive pushing force upon insertion (as opposed to twisting the trocar) can cause the distal portion of the implant to peel back and break off. The product directions for use warns against the use of excessive force; slight rotation of the trocar may ease deployment of the implant. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant info obtained from the device eval; a follow up report will be submitted.